Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they had received questionable elecsys troponin t stat assay (troponin t stat) results on the cobas e 411 immunoassay analyzer (e 411) between (B)(6) 2017 and (B)(6) 2017. The customer confirmed that the calibration and quality control were within range. The customer stated that the measuring cell was replaced on (B)(6) 2017. The customer ran two samples (initial and repeat) which had been poured off into separate tubes from an original patient sample on the same e 411. The initial troponin t stat result was 0.021 ng/ml and the repeat result was <0.01 ng/ml. The customer performed multiple repeat testing of the same patient and the results were <0.01 ng/ml. Repeat results were deemed to be correct. The erroneous result was not reported outside of the laboratory and there was no adverse event. The troponin t stat reagent lot number was 27349701 with an expiration date of 31-oct-2018. The field service engineer (fse) found the humidity in the laboratory to be below the acceptable level. Diagnostic testing showed the measuring cell health was good but the fse determined it was beyond the normal cell count. The fse replaced the measuring cell. The fse performed diagnostic checks that passed. The customer ran calibration and quality control that was within laboratory guidelines.

Manufacturer narrative:
The field service engineer was not able to reproduce the erroneous result. Further investigation was not able to determine a specific root cause. The possible root causes may have been the measuring cell or the low humidity in the laboratory.